Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 06:36:00. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A high drain error 101 (night drain #1) alarm was confirmed through alarm log review. The occurrence date of the reported iipv had already been overwritten in the therapy and event log and this iipv could not be confirmed via event history log review. The cause is undetermined because the therapy log for the occurrence date is not available and thus the exact therapy settings and drain volumes are unknown. If any additional information is received, a follow-up will be sent.